Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro would not shut off when the trigger was released. A replacement device was used to complete the procedure. The hospital did not report any pt effects and no damage was done to the vein.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots# 25106136, 25107456 and 25077927 which were the lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history related complaint defect. (B)(4).